Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the aging degradation of the emergency lamp due to long term use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing the subject device gave error e207 which indicated the emergency lamp had failed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device and confirmed that error e207 was displayed on the monitor.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on july 18, 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.